Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device's jaw locked in the closed position and they had to manually pull it open. Another device was used to complete the procedure. There was no adverse consequence to the patient.